Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 14 years and 11 months post implant of this 12mm bioprosthetic pulmonary valved conduit implanted in a 20 month old patient, a transcatheter pulmonary valve (tpv) deployed to 22mm was implanted valve-in-valve. The reason for valve replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that an unknown duration post implant of this bioprosthetic pulmonary valved conduit, it was explanted and replaced with a 21mm non-medtronic bioprosthetic valve. The reason for replacement was not reported. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.